Event description:
As reported to coloplast though not verified, the patient implanted with novasilk on (B)(6) 2009. Later, patient experienced mental and physical pain, has undergone and will likely undergone corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device still implanted.